Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged at routine follow up. A revision procedure was performed, prior to which an x-ray was obtained showing insulation damage and fracture approximately 5 cm from the terminal pin of the lead. The lead was subsequently explanted but a new lv lead could not be implanted due to patient anatomy. The patient was referred to another physician to complete implant of an epicardial lead. No additional adverse patient effects were reported.